Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had the pump explanted on (B)(6) 2016 due to a very bad infection in their gallbladder which led to (B)(6). The patient decided not to have a new pump implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.